Event description:
It was reported that the end of the plunger rod was melted on the bd eclipse syr w/ndl. The image provided by the customer suggests it was the plunger rod from the syringe that was melted¿not a needle. There was no report of patient impact. The following information was provided by the initial reporter. "The needle melts."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the end of the plunger rod was melted on the bd eclipse syr w/ndl. The image provided by the customer suggests it was the plunger rod from the syringe that was melted¿not a needle. There was no report of patient impact. The following information was provided by the initial reporter. "The needle melts."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the end of the plunger rod was melted on the bd eclipse syr w/ndl. The image provided by the customer suggests it was the plunger rod from the syringe that was melted¿not a needle. There was no report of patient impact. The following information was provided by the initial reporter. "The needle melts."

Manufacturer narrative:
The following field was updated due to corrected information: imdrf annex a grid: a0406 material deformation, a05004 leak / splash. The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 1/19/2022. H.6. Investigation: one photo and one sample were received by our quality team for evaluation. From the photo, the plunger rod thumb press is observed to be damaged. The sample was subjected to visual inspection and observed damage on the plunger rod thumb press. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The packaging line was reviewed and there is no station which contacts the plunger rod thumb press that could result in the damage. The 1ml syringe part is from bd canaan and their quality team completed a supplemental investigation. The sample was visually inspected, and major damage was observed to the thumb rest area of the plunger rod. The observed condition was non-conforming per product specification. The potential root cause for the damaged plunger rod has been determined to be associated with the assembly process.